Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 165 mg/dl. Reportedly, continued to use the pump for insulin therapy.